Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and other error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. The insulin pump received multiple unexpected restart after battery change. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.